Event description:
Information was received from a consumer regarding an unknown patient who used an implantable infusion pump. It was reported on (B)(6) 2016 that an unknown patient experienced a pump flip due to the pocket being too big. The patient's status was unknown. The patient's medications were unknown. The patient's medical history was unknown.